Manufacturer narrative:
Examination of the returned instrument confirmed the pins are missing from the horseshoe plate. A previous investigation found eco 342356 was implemented in (B)(4) of 2014; a laser weld was added all around the pins. The current complaint sample was manufactured prior to the design change. Based on the information received and the investigation performed, the root cause of the incident is attributed to design. A corrective action was already initiated through eco 342356 (implemented in (B)(4) of 2014). A laser weld was added all around the pins. The complaint sample was manufactured prior to the design change. No further action required. The issue will be monitored through post market surveillance reviews as per sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The xtend reaming guide handle broke during normal impaction.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.